Event description:
It was reported that the patient¿s pump was going to be replaced since the elective replacement indication (eri) had about two months remaining; however, it was decided to do a dye study first as the patient¿s dose was very high. They discovered that the catheter had appeared to be disconnected in the spine and was dislodged. It was indicated that the catheter was revised at the same time that the pump was replaced. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).